Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported a clavicle plate, cortical screw and four locking screws, loosened from the patients clavicle. The patient was originally treated for an open reduction internal fixation fracture of the clavicle. The surgeon implanted a clavicle plate. The consultant reported that one day after the surgery, the surgeon observed the patient pushing up out of a chair and advised her not to. During a routine visit days later the surgeon observed visibly as well as by x-ray that the clavicle plate and screws became loose. The surgeon performed a revision surgery to remove the loose plate and screws, and replaced it with a longer plate. This is report 1 of 5 for complaint (B)(4).